Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial lead experienced excessive noise that caused inappropriate mode switches. It was suspected that there was some insulation of conductor damage, however, this could not be confirmed. As a result, this lead was surgically abandoned. No adverse patient effects were noted.